Event description:
Customer reported the insulin pump screen is either scratched or cracked, and has to replace the battery often. Customer's blood glucose level was 129 mg/dl. Troubleshooting was done for low battery. Customer was advised to inspect battery cap and battery compartment for corrosion or damage, customer noted corrosion and damage in the battery compartment. Troubleshooting for cosmetic damage performed. Customer stated she did not recall how damaged occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.